Manufacturer narrative:
Based on the available information, the results of the investigation confirmed the complaint as the implant coil is detached from the delivery pusher. The root cause appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. Reference mvi: (B)(4).

Event description:
It was reported that during the treatment of a ruptured left pcom aneurysm, resistance was encountered during advancement of the coil. Upon positioning, the coil prematurely detached from the delivery pusher and fell in to the parent artery. The coil was removed successfully using a coil retriever. Additional coils were implanted. Reference 2032493-2016-00200 for coil reported within this incident (B)(4). The patient was reported in good condition with no subsequent issues.